Manufacturer narrative:
(B)(6) 2012, u.s. And (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/30/2009 and has been returned for repair previously on 11/01/2011 on a related issue. Evaluation of the device observed initially that the motor was non-functional, but operated below specifications after some time. Prior to repair, the device was outside of calibration specifications only at the zero thickness setting. Repair of the device included replacement of the motor, power switch, power cord assembly, and all standard repair parts. Attributable to the corrosion on the motor casing, it is likely that the interior of the motor became damaged over time, which most likely caused the reported event. The lack of preventative maintenance most likely allowed the damage to the motor to occur over time. The device was serviced and returned to the customer.

Event description:
It was reported that the electric dermatome handpiece ran slow. Despite multiple follow up attempts with the customer, no additional info was able to be obtained regarding the reported event.